Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an injection of vancomycin intravenously (1g stat), an injection of reflin intraperitoneally (1g once a day, duration not reported) and an injection of heparin (when required, route, dose, and duration not reported) for peritonitis. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with therapy was unknown. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).